Event description:
A confirmed motor stall recorded in event logs with motor stall recovery was reported. Per the reporter there were multiple motor stalls and that "it didn't feel the pt could have been in a strong magnetic field during all of them." Pt experienced an underdose. It was also stated that the alarm could not be heard by the pt when it was tested some time ago and a pump replacement was considered but it was not decided to do so.

Manufacturer narrative:
(B)(4).